Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Visual evaluation of the provided photos found evidence of use (surgical debris) and wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is instability, medial laxity with varus alignment, poly wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a revision procedure ten years post implantation due to instability, medial laxity and implant wear in knee. Tibial and femoral components remain implanted. No more information is available.

Manufacturer narrative:
(B)(4). D10 - medical product: femoral component catalog # 00584201602 lot # 62480593. Articular surface catalog # 00584202311 lot # 62360424. Palacos r + g (1x40) catalog # 66022663 lot # 77224349. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.